Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and was not able to confirm the reported complaint. The bag/vent micro-switch was replaced and the unit was returned to service. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 3/29/17 phone call, 4/3/17 phone call, 4/4/17 phone call and email.

Event description:
The hospital reported a failure of the unit to switch to mechanical ventilation when requested, during a case. The patent was manually ventilated. There is no report of patient injury.